Event description:
There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The account indicated the use of an unspecified company cartridge and handpiece. A viscoelastic was indicated which is qualified for use with the use of qualified lens/cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was dissatisfied with feel of lens. The iol was exchanged for unspecified monofocal lens following the initial implant procedure. Clinical reason for explant mentioned as not tolerated by patient. Photorefractive keratectomy was attempted to remove a minimal amount of residual astigmatism with no improvement in vision. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).